Event description:
It was reported surgical intervention was undertaken to address tightness and lead protrusion at the back of the pt's ((B)(6)) neck. Due to high impedance readings observed during a prior programming session, the physician decided to replace the pt's lead.

Manufacturer narrative:
Results: the complaint for "high impedance" was confirmed. As received, the lead had wires broken and separated at 4th and 5th electrode from the paddle. The damage observed is consistent with an overstress condition the lead was subjected to while implanted. The complaint of "pt discomfort" was not confirmed as it cannot be confirmed by failure analysis alone. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.